Event description:
During a shoulder surgery, the pressure on the pump jumped for 60mmhg to 100mmhg on its own. The unit was stopped and recalibrated three times before it operated at 60mmhg again. No pt injuries were reported.